Event description:
The international philips field service engineer (fse) reported a ventilator was experiencing low screen illumination. Patient or user involvement information is unknown and was requested from the fse. No patient or user harm has been reported. The device was evaluated by the fse. It was reported that the user interface (ui) printed circuit board assembly (pcba) was replaced, and the case was closed as fixed. Further information regarding repair was requested from the fse. No response was received.